Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the config files were corrupted. Replacing the config files resolved the issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that the image acquisition system (ias) was booted up and stuck in stand alone mode. There was no patient present when this issue was identified. Site used a different medtronic imaging system for the cases they had that day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.